Event description:
The medical facility reported to hologic that during a breast biopsy procedure with a vacuum assisted breast biopsy device, the device continued to take biopsies after it was instructed to stop. Physician who performed the biopsy removed the device from the breast and there was no injury to the pt reported. The device was a loaner that was provided to the customer while the customer's unit was at the hologic factory for servicing.

Manufacturer narrative:
When the report was received, the customer was instructed to stop using the system and return it to hologic for investigation. Once the system was returned, initial investigation was performed and it was determined that the fault was caused by kinked vacuum tubing. Hologic opened a corrective action to investigate further the cause for the kinked tube. That investigation is currently underway.